Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with abnormal stopper.

Manufacturer narrative:
Investigation summary: one sample was received for evaluation. A visual inspection was performed. It has rolled the stopper therefore failure mode was verified. Rolled stoppers can occur intermittently during assembly of the syringe when the plunger rod and stopper subassembly are pressed into the syringe barrel. A misalignment between the barrel and subassembly can cause the rolled stopper. Cameras were implemented to detect rolled stoppers during the manufacturing process. Syringes determined to be defective are automatically rejected by the machinery. The camera is challenged every shift to ensure it is functioning as intended. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. 1st complaint for the lot# 8178826 for the same defects or symptoms. There was no documentation of issues for the complaint of lot # 8178826 during this production run.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with abnormal stopper.